Event description:
The customer reported that the bellavista 1000e is freezing up. They turn on the unit. Information comes up but no action can be taken. Display freezes up. There was no patient involvement associated from this reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite,opened up the unit and checked for loose connections. Logs were downloaded and sent to technical support. The user interface assembly was replaced and software was upgraded from ver. (B)(4). The unit was verified for micronel blower and bv1000e checkout was performed. The unit was updated to ivista server. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. According to technical support, it's defective user interface / touch screen. No cfb logs visible on logs. As per notes on (B)(4) "issue replicate during the visit, touch screen is not responding and after replacing the ui issue resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.